Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Manufacturer of the device is unknown. The device has been explanted.